Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, device history record, drawing, manufacturing instructions, and quality control was completed during this investigation. The device history record was reviewed no non-conformances were noted. The complaint history search revealed this complaint and two other related complaints (B)(4) and (B)(4) associated to the complaint lot number 6968820. These are all from the same user facility and (B)(4) & (B)(4) previously captured 2 failure modes. Without visual, dimensional, and/or functional testing of the product, we are unable to determine with certainty what led to this failure mode. It is feasible that patient condition along with user technique and placement of the device contributed to the loss of blood flow. Based on the available information it is not clear if the leading cause to this event might be associated with a pre-existing patient condition, the medical procedure, or an eventual malfunction of the device. Therefore, the actual root cause is inconclusive. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient underwent placement of a radial artery pressure monitoring catheter on (B)(6) 2017 via a left radial artery puncture route. Radial artery pressure monitoring through the device was lost on (B)(6) 2017; one day following placement of the device and initiation of monitoring. It is opined that the device was explanted and a replacement arterial monitoring catheter was placed. No further information was provided. The device is not available for evaluation.